Event description:
It was reported that the pump's screen went blank unexpectedly, and the led was not blinking, requiring the device to be plugged into a power source to turn back on. This issue caused the customer¿s blood glucose level to exceed typical limits, registering at 477 mg/dl. The customer addressed the high blood glucose through a correction bolus via the pump and did not require third-party assistance. Technical support educated the customer that the pump went into storage mode, and explained the need to manually restart cgm sessions and reload the cartridge if the pump turns off. The customer was also given battery best practice tips and acknowledged understanding these instructions.